Event description:
It was reported that the patient's pump had a reduction in flow over time, which had started back in march 2022. A computed tomography (CT) scan, a ramp speed test, and an echocardiograph were performed and revealed an outflow graft (ofg) obstruction was the reason for this reduced flow. The surgical correction of the outflow graft stenosis was performed on (B)(6) 2022, removing jelly formation between ofg and bend relief, and the pump flow immediately increased. The patient was doing well post-operation.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Section b5: the account communicated that a reduction in estimated pump flow was observed beginning around march 2022. Further examination of the patient (computed tomography scan, ramp speed test, and echocardiogram) revealed a suspected outflow graft obstruction as the reason for the reduced flow (refer to manufacturer report number 2916596-2022-12443 for evaluation). Manufacturer's investigation conclusion: the reported extrinsic outflow graft obstruction could not be conclusively determined through this investigation as no images were provided by the account and no product was returned for evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and no further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. G, contains the following information: section 1 outlines speed, power, flow, and pulsatility. Section 4 describes the pump flow display (4-13 through 4-15) and the hazard alarms (4-19 and 4-32). This section also states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 5 contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 7 explains all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that between (B)(6) 2022, the patient was seen in the clinic for a routine visit in order to undergo a computed tomography scan and cardiological evaluation. The patient¿s visit revealed a dilated right ventricle, reduced left ventricle function, aortic valve opening, a pleural effusion, chest congestion, and a progression of their outflow graft stenosis that was previously observed in march 2022 (related manufacturer report number 2916596-2022-12443). Between (B)(6) 2022, the patient was admitted to the hospital due to shortness of breath, with the estimated pump flow being reduced to around 3.5 liters per minute. The patient refused surgical intervention at this time. On (B)(6) 2022, a computed tomography scan revealed persistent, unchanged outflow graft stenosis and a reduction in estimated pump flow to around 2.5 liters per minute. The patient was re-admitted, and the pump speed was increased. On (B)(6) 2022, the patient was taken to the operating room (or) for a surgical correction of the outflow graft stenosis, which was accomplished by removing a jelly formation between the outflow graft bend relief and outflow graft lumen. Immediately following the procedure, the estimated pump flow increased from 2.7 liters per minute to 5.2 liters per minute at a pump speed of 5700 rotations per minute.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.